Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sec set 20dp 30in w/hanger ll experienced flow issues. The following information was provided by the initial reporter: when rn went to see what was taking so long for the secondary infusion to complete rn noticed the primary was about dry from infusing and there was still drug in the secondary bag. Cqi data shows correct programming and rn confirmed physical setup was correct. Unclear why secondary bag did not empty.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by customer that "when rn went to see what was taking so long for the secondary infusion to complete rn noticed the primary was about dry from infusing and there was still drug in the secondary bag unclear why secondary bag did not empty" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd sec set 20dp 30in w/hanger ll experienced flow issues. The following information was provided by the initial reporter: when rn went to see what was taking so long for the secondary infusion to complete rn noticed the primary was about dry from infusing and there was still drug in the secondary bag. Cqi data shows correct programming and rn confirmed physical setup was correct. Unclear why secondary bag did not empty.